Event description:
I received a new box of avaira contacts and soon after putting them in my eyes, my vision became so cloudy/hazy. I called my provider to let them know and they sent me out a new box of contacts. With this new box of contacts, the same thing happened although the outcome was more severe. My vision was so cloudy I was unable to see, particularly in rooms with lots of light, and my vision didn't clear up until the following morning. Unfortunately I don't have the lot numbers for the contacts I was using as I called coopervision and they requested that I send them all the unused contacts.